Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.5/+2.5/087 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on 16-jan-2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Claim # (B)(4).